Manufacturer narrative:
The lead has not been returned. Should this lead get returned, it would be analyzed and this report would then be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was returned in 3 segments, including the terminal pin, segment with a pink introducer stuck to it and the helix. The helix was separated from the lead. The helix was bent and tissue was present. Additional damage to the lead was also observed, including stretched conductor coils and insulation damage. The lead was then x-rayed to determine if there were any fractures. Only stretched coils were observed. Detailed analysis found the damage sites exhibited evidence of overload regions, however some evidence of tooling marks were also observed suggesting that the wires were at least a partially cut or damaged by a tool or secondary object. Detailed analysis confirmed the extremely stretched and damaged locations on the lead conductor indicate the inner coil wires were fractured as a result of the lead extraction process.

Manufacturer narrative:
The lead has since been returned and is currently in analysis. When testing is complete, this report will be updated.

Event description:
Boston scientific received information that the lead safety switch tripped on this atrial lead due to low impedance measurements. Noise was also observed. The physician elected to keep the lead in service at the time. Two months later, during the generator replacement procedure for normal battery depletion when the physician attempted to explant this atrial lead, the tip separated from the lead body. The physician was able to recover the tip of the lead using a snare through the groin. No additional adverse patient effects were reported.

Event description:
--